Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during the procedure, while working on mesorectum anterior wall, bleeding occurred after hearing seal tone and pulling the cutting trigger. The bleeding was controlled by bipolar forceps and there was under 200 cc bleeding. There was no patient harm.